Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0llhl, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a patient had a loss of therapeutic effect and was having an increase in bladder control issues. The patient noted it may be stress-related.

Event description:
It was reported that the patient was still having concerns with the device or therapy but was working with her doctor and had an appointment scheduled for (B)(6) 2014. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported the patient cannot find her programmer to adjust her stimulation. The implant was on (B)(6) 2014 and does recall taking programmer home with her but broke her arm shortly after implant and was currently in rehabilitation facility. The patient would like to try adjusting stimulation because she was urinating all the time. The neurostimulator worked initially for the first couple of days after implant up until when she fell and broke her arm/wrist on the (B)(6). She fell on the opposite side of where her neurostimulator was implanted. The patient was totally dependent on people because she has two broken arms. It was noted that the other arm was broken prior to implant. By the time she feels sensation to urinate with any movement and it just lets go. The patient feels a tiny needle sensation on the right side of her vagina and inquired if this could be because of the neurostimulator implant. Patient doesn't remember when this sensation started. Additional information could not be obtained at the time of the report. Should additional be received a supplement report will be filed.